Manufacturer narrative:
The device is not available.

Event description:
It was reported that after first two loops of the coil were placed into the aneurysm, the physician attempted to reposition the coil and pulled it back; however, the coil prematurely detached. Clinical consequences to the patient were not reported. No further information was provided.